Event description:
It was reported that the pt developed fibrin formation and capsulophimosis approximately seven weeks post lens implantation which created contraction and "z" like syndrome. The surgeon attempted to reposition the lens with capsular tension ring (ctr) and it "z" vaulted the opsite way. The surgeon removed the lens approximately two months post lens implantation and implanted another model and diopter lens. This report pertains to the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.